Event description:
Event description guidant received information that during the implant procedure, upon inserting the guidewire through this introducer, the blue tip of the wire came off and was lost in the patient's vasculature.